Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that device was explanted on (B)(6) 2017. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018: it was later reported that the patient had a incision and drainage (I&d) of driveline with driveline relocation on (B)(6) 2017.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating a patient had a planned incision and drainage (I and d) of his driveline exit site with relocation of the driveline on (B)(6) 2017. On (B)(6) 2017 he developed significant bleeding from the old driveline site. Sutures were intact, but there was a large tunnel being packed with iodoform gauze that developed significant bleeding. Exit site was re-packed with surgical nu-knit and pressure held, with instructions to not change dressing x 48 hours unless it becomes saturated. Subject remained on a daily aspirin, 325 mg, but coumadin resumption (post I and d) was held due to bleeding, and subject was not bridged with lovenox or heparin. Subject subsequently dropped his blood pressure from maps in the 70's-80's to maps in the 60's. Losartan was held while blood pressure was low. The morning of (B)(6) 2017 site was re-packed with surgical nu-knit with instructions not to change x 24 hours. Bleeding seemed better controlled. Although hemoglobin continued to drop, all cultures were back and antibiotics were determined, while, visually, bleeding appeared controlled. Patient was discharged home on (B)(6) 2017. He received no blood for the bleeding experienced this visit, however he did receive 1000 ml normal saline by IV as a volume expander over (B)(6). Patient's stay was not extended due to bleeding, but by waiting for cultures and determining IV antibiotics for him to go home on, so this event did not qualify as an intermacs bleeding event.  Coumadin was restarted on (B)(6) at 3 mg daily. A day after incision and drainage patient had significantly bleeding from site, patient did not require transfusion, however overnight (B)(6), patient had multiple episodes of ventricular tachycardia. His doppler map dropped into the 60's from the 70-80's. He noticed palpitations and was symptomatic, not feeling well. Suspicion was that the anemia and low intake due to being npo for surgery all day may have been the cause. Subject was given IV fluids (1000 ml) and put on IV amiodarone for arrhythmia control. He improved with this therapy and amiodarone was transitioned to oral amiodarone, 400 mg  bid beginning the afternoon of (B)(6). He was discharged on oral amiodarone on (B)(6) 2017. Vad flows were running in the low 4's (4.0-4.2), but flows were dropping with the vtach (notably at 8:00 am (B)(6), flows were 3.3 during an episode of vtach). No further information received at this time.

Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.